Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The tampon was dislodged behind my cervix [foreign body in reproductive tract]. Odor- vagina [vaginal odour]. Case narrative: consumer reported via e-mail that the tampon became lodged behind her cervix. No serious injury reported.